Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair surgery, after t1 was deployed successfully, t2 failed to secure on the meniscus, which led to t1 fell off; a backup device was used to complete the surgery. No patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the needle but remains attached to the suture. T2 remains on the needle and has been advanced to the distal end of the needle for deployment. T2 was tested for proper deployment using a rubber meniscus model; t2 was able to be stripped off of the needle as intended. Dimensional assessment of t2 confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported problem.